Event description:
It was reported that the customer's insulin pump alarmed repeatedly. The customer's blood glucose was 263mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device passed the self and displacement tests.